Manufacturer narrative:
Method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a rash. The patient's rash was similar to a heat rash and was located under the electrodes. The rash looked like open pimples and was smelly and scratchy. The patient discontinued use of the device. The medical outcome of the rash is unknown.